Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, this patient underwent a proximal descending thoracic aorta replacement along with an 'elephant trunk' procedure as a first stage to repair a thoracic aortic aneurysm. On (B)(6) 2010, the patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt3420/7777945, tg4020/7887758) and a gore introducer sheath with silicone pinch valve (ts2430/7894073) as the second stage to repair the thoracic aortic aneurysm. The sheath was inserted from the left femoral artery, and able to advance only up to the left common iliac artery. The tag devices were then advanced outside of the sheath from the left common iliac artery, and deployed at the intended position with no reported issues. The proximal neck of the tag devices was successfully positioned within the 'elephant trunk'. It was reported that during removal of the sheath from the patient, rupture of the left femoral artery occurred and was repaired with a surgical graft. The patient tolerated the procedure. No further information is available.